Event description:
The patient reportedly experienced a decrease in performance with his cochlear implant. Testing performed by a company represented showed that the device was not functioning properly. Surgery to explant the patient's device will be scheduled.